Manufacturer narrative:
May 2017 quarterly asr report. Exemption e2013025. The total number of events for product classification code oto is 20. Qty (B)(4) - alyte y-mesh graft, sterile . Qty (B)(4)- alyte y-mesh graft, sterile (5-pack). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Event description:
(B)(6) 2017 quarterly asr report.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.